Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial port had been disconnected. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the patient connector was damaged. The patient connectors were replaced and the device passed its final tests with no visual or electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.